Event description:
Information was received from a patient implanted with an implantable neurostimulator (ins). It was reported that the patient had a loss of stimulation. The stimulation in her body turned off when the programmer screen went blank. The patient reconnected which showed that stimulation was still turned on and the patient felt stimulation again. The patient felt stimulation just in the legs. It was noted that amplitude was set to 1.90 volts. The patient asked if she should have stimulation on all the time or only at certain times. The patient was unsure if she had a rechargeable ins or not but thought her ins was non-rechargeable. The patient stated that her ins battery icon on the programmer was down to one third.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.